Manufacturer narrative:
The lift motor and strap have been returned to hill-rom for further investigation. No further information is available on the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the lift strap broke while in use. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Hill-rom received a report from the account stating the lift strap broke while in use. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The broken lift strap was returned to hill-rom for evaluation. Hill-rom's analysis of the lift strap revealed the presence of wrinkles and frays which indicates that the lift strap has been twisted repeatedly when operated in and out of the lift. The lift's instruction guide (7en140108) states: before lifting, always make sure that the lift strap is not twisted or worn and can move in and out of the lift. Hill-rom's analysis of the lift strap also revealed the q-link, which is used for attaching the sling bar to the lift strap, was incorrectly threaded. The q-link assembly instruction (3en640236) states: for safety reason, it is essential that this component is correctly fitted to the lift according to these instructions. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the lift strap to resolve the issue. Based on this information, no further action is required.